Event description:
Boston scientific received information that during a routine follow up the magnet rate for this device was at 90 ppm , indicating elective replacement near (ern). The pacing thresholds measurements had increased and were reprogrammed, but the magnet rate remained the same. Premature battery depletion was alleged. The data was sent to technical services for review. A ts consultant discussed the difference in battery status and magnet rate as measured by the device as well as longevity remaining and status gauge which is estimated by the programmer. A ts consultant also discussed changes in programming outputs impacting longevity remaining and that since programming changes were made intensified patient follow ups were appropriate. At this time the device remains implanted, and a follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a follow up took place. The predicted longevity was 2.5 years and a magnet rate of 100, the device appeared to be functioning appropriately and normal follow up was scheduled.

Manufacturer narrative:
(B)(4).